Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a left, unilateral temporomandibular joint (tmj) revision will take place as a result of an infection. Left joint is reported as "lost to infection, bone cement in situ."

Manufacturer narrative:
The product identity was confirmed through patient tracking. It is unclear if the infection was device related because the cause of the infection was not provided. Because the product was not returned, the complaint is non-verifiable. The most likely underlying cause of the complaint could not be determined as the product was not returned and insufficient details were provided about the circumstances involved in this incident. The non-conformance database was reviewed and no non-conformance was found for this product. There are no indications of manufacturing defects.

Event description:
Surgeon states the device has been implanted and was recently removed due to infection and replaced with bone cement until revision occurs to put in the replacement, which is scheduled for (B)(6) 2016.